Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The insulin pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. No motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 157 mg/dl. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. The self-test was performed and passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced.